Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. Blood was identified in the balloon which is indicative of a leak. The device was attached to an encore inflation unit and during an attempt to inflate liquid into the balloon, a leak was observed at the tip area due to a break in the inner shaft polmer extrusion1mm proximal from distal end of the tip. An examination of the balloon material and markerbands identified no issues. All blades were fully bonded onto the balloon. No issues were noted with the tip. The break in the inner shaft polmer extrusion 1mm proximal from the distal end of the tip led to the drop in pressure noted during the functional test. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination along the length of the shaft identified no further issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 2atm upon first inflation. The device was then simply pulled out and removed from the patient's body. The procedure was completed with a different device. No patient complications reported and the patient condition is good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured at 2atm upon first inflation. The device was then simply pulled out and removed from the patient's body. The procedure was completed with a different device. No patient complications reported and the patient condition is good.